Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a device manufacturer representative (rep) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the patient's pump was removed secondary to a cerebrospinal fluid (csf) leak on an unknown date. Additional information has been requested regarding the drug in the pump, including dose and concentration; other medications the patient was taking; the patient's medical history; date the csf leak occurred; symptoms; troubleshooting performed; the cause of the csf leak; and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.